Manufacturer narrative:
Note: 3500a submissions for the second occurrence were separately reported for the liberty select cycler (MFR # 2937457-2020-00195) and the liberty cycler set (MFR # 8030665-2020-00133). Plant investigation: the cycler has not yet returned to the manufacturer. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached until a physical examination of the complaint device is performed. An updated plant investigation will be submitted once the device is returned.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the cycler's cassette compartment door when removing the cassette from the cycler at the end of pd treatment. The alleged fluid leak was the first of two occurrences. The patient reported receiving a supply bag lines are blocked alarm during an unknown phase of pd treatment prior to the leak. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. It was reported that there was fluid within the cycler. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the customer. It was reported that an alternate treatment option was available. Upon follow up, the patient reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available to return for physical evaluation by the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Corrected information: e1 telephone number (inadvertently omitted).

Manufacturer narrative:
Additional information: d10, h3. Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was no dried fluid within the cassette compartment. There were no particulates within the cassette area. A post- accelerated stress test (ast) simulated treatment was initiated and passed. The cycler underwent and passed a system air leak test and a valve actuation test. The cycler tested positive for glucose. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.